Event description:
I had breast implants and developed an autoimmune disease. I was diagnosed with hashimoto's thyroiditis and chronic fatigue, joint pain and excessive swelling and reactions to all med and exposure to hairspray etc. I am unable to work at the time to all of the ailments that I have and the amount of fatigue and infections that I get. My health has declined severely since I had my second implants done in (B)(6) 2014. I have spent so much money and need to get them removed but cannot afford to do so, therefore I am struggling with my health all the while taking care of my husband that is a disabled veteran. Please help me and make this right. FDA safety report ID# (B)(4).